Manufacturer narrative:
Approximate age of device ¿ 3 years 2 months 11 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2015. It was reported that the patient was admitted with hemolysis. The patient had an ldh of 2400 on admission which improved to 1987 after being administered nabicarb and high intensity heparin. Log files technicians also noted a no external power event, it is unknown whether this occurred from the mpu coming loose at the mpu or the wall outlet. Additional information has been requested but not provided.

Event description:
Additional information: per the vad coordinator, the patient was discharged on dual antiplatelet therapy in addition to coumadin. They are currently doing well and being managed medically.

Manufacturer narrative:
Investigation conclusion: a specific cause for the reported elevation in ldh cannot be conclusively determined. The patient was admitted for hemolysis due to elevated ldh levels of 2400. The patient was treated with na bicarb and high-intensity heparin, and their ldh level improved to 1987. A log file from the time of the event was submitted which captured the device operating as expected at the set speed of 9400 rpms. The patient remains ongoing on vad support. No product available for investigation. The heartmate ii IFU lists hemolysis as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. Section 6 of the IFU, entitled ¿patient care and management¿ outlines the use of anticoagulation therapies. No further information was provided. The manufacturer is closing the file on this event.